Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed. The surgeon used replacement device to complete the procedure. No patient complications were reported.